Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump act button was sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed self-test and displacement test. Unit was received with intermittent act button response due to flattened act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window, scratched case, cracked reservoir tube lip, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.